Event description:
Updated information - patient did not expire (previously reported in error).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty one months ago. A 6.0 cm fusiform aneurysm with an infra-renal angle of 18 degrees was reported. Proximal aorta was 33-31 mm in diameter and 17 mm in length. Distal aorta was 44 mm in diameter. Right iliac artery was 19-17-11 mm in diameter and the left iliac artery was 18-15 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right iliac artery was moderately tortuous with no stenosis while the left iliac artery was mildly tortuous with 40% stenosis. The circumferential aorta had 65% mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. On final angio, a type ii endoleak was discovered and left uncorrected. After the procedure, the groin took longer than expected to heal; however, required no additional treatment or medication. Currently, it was reported that the patient expired due to an unknown reason. Investigator assessment of event was not provided.

Event description:
The reported hematoma resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, endoleak), patient's condition affected effectiveness of device (type ii endoleak), (cause of event is unknown). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak), (cause of event is unknown).

Event description:
Additional information was received for this patient. It was reported that the patient expired - unknown cause. Investigator indicated not related to the procedure or the study device.

Manufacturer narrative:
(B)(4).